Event description:
It was reported via post-market surveillance study data that the right ventricular (rv) lead r-wave measurement had dropped to 1.5 mv, with trends of 2-3 mv indicated as low and/or decreased sensing. The rv lead was replaced, and no patient complications have been reported as a result of this event. This patient is a participant of the system longevity study.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)